Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose level and contact with the paramedics. The customer states their blood glucose level was 51mg/dl, and the paramedics were called. The customer believes they did not eat enough carbs to compensate for the amount he had taken. The customer declined to troubleshoot for the low levels.